Event description:
It is reported (via email) that during the removal of the old button, the cap and the internal portion break off into two. The plastic is brittle and the colour changed to dark brown. It was in place about 1 year and 8 months.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of hutc0011 showed no other similar product complaint(s) from this lot number.